Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: smartablate generator (model# m-4900-07 serial# (B)(4)), carto 3 system (model# m-4800-01 serial# (B)(4)). (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent an ablation procedure for atrial fibrillation/left atrial flutter with a thermocool&#59411;smarttouch uni-directional navigation catheter and suffered a cardiac tamponade requiring surgical intervention (pericardial window) with pericardial drain. At the end of the procedure, a tamponade was noticed via intracardiac echocardiogram and confirmed via transthoracic echocardiogram. Pericardiocentesis could not be performed on the patient. Surgical intervention was a pericardial window with pericardial drain. Patient was reported to be in stable condition at the time this complaint was reported. Patient required extended hospitalization for recovery as a result of this adverse event. Patient has since fully recovered with no residual effects. There were no factors cited that may have contributed to the adverse event. Physician's opinion regarding the cause of the adverse event is that the amplatz wire went through the left atrial appendage while crossing with the cryo sheath. It was noted that the bleeding was coming from the right atrium and not related to transseptal puncture. Transseptal puncture was performed with an unknown needle. Patient received anticoagulant during the procedure with activated clotting times maintained at approximately 100 seconds. Cryo sheath was in use. Generator set on 20 watts (not titrated), impedance was in the low 110s (ohms), and contact force was 10-25 grams. Irrigated catheter flow was set at 17 ml/min. Overall time for ablation at the site of injury is unknown. Last ablation cycle time at the site of injury was 30 seconds at 20 watts. No error messages were observed on bwi equipment during the procedure.

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation/left atrial flutter with a thermocool smarttouch uni-directional navigation catheter and suffered a cardiac tamponade requiring surgical intervention (pericardial window) with pericardial drain. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.